Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had lasik procedure for both eyes on in 2013 and left eye flap lift re-treatment on 2014 all at the same institute vision center. Patient left eye vision has been very blurry ever since the first lasik procedure. Patient right eye had no pain and was clearly right after the flap was put back on eye, the left eye was very painful and very blurry (almost blind) right after the flap was put back on eye. It is still very blurry after the flap relift re-treatment in 2014, which removed flap striae and only improved the astigmatism, but not the blurriness. Before the lasik surgery in 2013, patient was able to see clearly (20/20) with normal eye glass (-2.25) for both eyes. Patient left eye vision is 20/50 now. It has been blurry like this for 4 years, no big improvement ever since the 1st surgery was done in 2013. Patient left eye is very dry and painful especially in the morning. Patient cannot read books and computer for more than 10 minutes because the imbalance of left and right eye vision. Patient feels dizzy and headache after reading books and computer. Both normal eyeglasses and soft contact lens cannot improve patient's left eye vision. The institute eye doctor and surgeon keep on telling patient that everything is healing well, and it is only because the left eye has different reaction to the lasik procedure. Patient was told that just need to wait for it to get better but patient doubts their words. Patient went to another doctor. He is an expert in treating lasik complications. His evaluation on the left eye shows the cornea is severely distorted due to the first lasik procedure on 2013, which caused the blurry vision. The recommended solution to the vision problem is to use scleral lens. Both normal eyeglasses and soft contact lens cannot improve the vision, cornea has severe distortion, it cannot focus. Only scleral lens can compensate the irregular cornea. The institute keeps persuading patient to do photorefractive keratectomy surgery as the 2nd treatment, citing that flap striae was the cause of the blurry vision, although they cannot guarantee it will fix the left eye vision problem. Patient do not trust their words, since doctor evaluation shows no flap striae, and he can improve the left eye vision to 20/15 by scleral lens. If the blurry vision is caused by flap striae, scleral lens will not be able to improve the vision. Even if photorefractive keratectomy has some chance to improve the left eye vision, there is a very high risk of complications since the left eye already had two laser surgeries. The left eye is already dry and painful. It is too dangerous to keep on doing surgery on the same eye. Scleral lens is much safer, and it has been proven to be able to improve the left eye's vision to 20/15, better than 20/20.